Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a calcified anterior leaflet. A mitraclip xtw was inserted and grasping was performed. However, difficulties grasping and capturing the leaflets occurred. The clip was ultimately deployed on the mitral valve. However, it was observed that the anterior leaflet was torn. The clip was noted to be attached to both leaflets. To treat the first clip, a second clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.